Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient they have had no urgency since starting evaluation. On (B)(6) 2016 the patient then complained of having a uti. The patient was referred back to their healthcare provider (hcp) for follow up. Indication for implant is unknown.